Event description:
User allegedly was having difficulty removing pen needle from insulin pen. User "was afraid he will poke himself." User also described haveing another box with the same lot number that "would not even fit on the actual insulin pen."